Event description:
It was reported that during a cryo ablation procedure, the balloon was kinked. The balloon catheter was replaced, but then the lower pulmonary veins could not be isolated. The case switched to radiofrequency (rf) to resolve the issue. The case was completed with radiofrequency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files and the 2af283 balloon catheter with lot number 20442 was returned and analyzed. One patient data file was received and recorded on the reported date of the event. The patient file showed 14 applications were performed using catheter number one identified as 2af283 with lot number 20442 and seven applications were performed using catheter number two identified as a 2af283 with lot number 20442. The patient file didn't show any system notice on the reported date of the event. Console output data (pressure, preset pressure, and flow), using catheter number one showed pressure was tracking preset pressure and flow readings were as expected. However, the temperature profile was unexpected (temperature warmer than -30 degrees celsius) during ablation at applications 1,2,7,13. The failure file was not received. Image files showed two used balloon catheters and a sheath on a table and two blue packaging boxes labeled with balloon catheters information 2af283 lot 20442-010 and 2af283 lot 20442-013. Visual inspection of the balloon catheter was performed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 14 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and the temperature curve had no oscillation or overshoot. During inflation mode, the guidewire lumen was observed kinked inside the balloon. However, the push button was working normally sliding forward and backward without any issue. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.37 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to a guidewire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.